Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the trial patient¿s lead came out. The trial was painful at first, but their healthcare provider ¿reset it.¿ the trial did not work. The lead was placed deeper for the second trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.